Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the tip of the stylus was broken. It was also noted that the bullets assembly was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for preventive maintenance and subsequently tested out of specification during manu fracture's analysis. There was no patient involvement.